Manufacturer narrative:
This device used for treatment not diagnosis. Add'l pro codes: mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Surgeon was performing t10 to illium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left illium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay and procedure completed successfully. This is report 4 of 14 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Damage on the m8 thread and the edges of screw upper body diameter and the side openings. Also there is anodize missing on the damaged thread . This is not manufacture related. Because of damage on the screw, not all relevant features can be verified; therefore, this complaint is indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. The chu reviewed the complaint history between (B)(6) 2011 and (B)(6) 2013 for 499.294 implants with this hazard. The history shows (B)(4) implants. The occurrence rate of this hazard based on the sales of 499.294 for the same time period is (B)(4) percent. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.